Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the device's battery wire harness, power pcb assembly, and battery pins. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly. There was no report of patient use associated with the reported event.